Event description:
Additional information received as follows: the physician was unable to determine if the event was related to the device or the procedure. The patient currently has a creatinine of 1.2 and has no complaints of any flank pain.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. The proximal neck diameter measured between 21.0 mm and 22.1 mm in diameter. It was reported that, during the index procedure, an angiogram revealed a clot or plaque in the left renal artery. The physician elected to perform an angioplasty of the left renal artery and the event was resolved. The physician stated that the patient was asymptomatic. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.